Manufacturer narrative:
No additional information is available. If additional information becomes available the event will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and reviewed the data. It was found that the impedance measurement was out of range for a couple of days and then went back into range, but still yielded higher measurements. Ts also noted that the right ventricular (rv) lead is a single coil lead. The physician has opted to continue to monitor the patient. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in service and no adverse patient effects were reported.